Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Removed the polyethylene liner and the v40 head and replaced with a new liner and universal biolox head. Dr. Stated patient had altr. Update 14/august/2018: as reported in 'how was issue noticed": patient complaint of pain.